Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer experienced an elevated blood glucose (bg) level of 501 mg/dl. Cause was not known. Customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.